Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing cine. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the non-emergency neurovascular procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an error message indicating low load fluoroscopy available. A review of the system logfiles found a malfunction related to reported problem. Upon troubleshooting actions, the fse found that the oil level in the lateral x-ray channel oil cooler reservoir was low. To resolve the issue, the fse refilled the oil in the cooling reservoir, after which the system was returned to service in good working condition. A few days later, issue was reoccurred. The philips engineer replaced the cooling module. After replacement of the cooling module, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.